Event description:
A retrospective review of journal articles from 1999 to 2010 was performed on april 1, 2010. During review, determination was made that details in the article may not have been reported for medwatch filing. Article: can absorbable stabilizers be used routinely in the nuss procedure? By h.k. Pilegaard & p.b. Licht in the european journal of cranio-thoracic surgery, 35 (2009) 561-564. From 2001 to 2008 a total of 507 patients underwent minimally invasive repair of pectus excavatum at (B)(6) hospital. Since 2007 routinely used absorbable sutures made of lactosorb. All operations were performed by the same surgeon, and all patients were seen 6 weeks after surgery. Used shorter pectus bars than originally suggested and always placed one stabilizer close to the entry in the thoracic cavity on the left side. Results: 422 patients received metal stabilizers, 1 broke after 2.5 years ( 0.2%); 85 patients received lactosorb stabilizers, within 6 weeks, 3 lactosorb stabilizers broke (3.5%) and another 3 dislocated laterally (3.5%). Author commented the issues with the lactosorb stabilizers is likely a consequence of high stress forces that may be more pronounced in patients who received a shorter pectus bar.

Manufacturer narrative:
The user facility is foreign; therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.